Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This goes in line with the recipient report, as the device was explanted due to a decline in hearing performance, which appears to be related to cochlear ossification after an episode of meningitis. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the infection. This is a final report.

Event description:
The user had a decline in hearing performance since he contracted meningitis in (B)(6)2019. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a decline in hearing performance since he contracted meningitis in (B)(6) 2019. The user was re-implanted.